Manufacturer narrative:
Medical devices continued: 693265 lead, implanted (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right atrial (ra) lead undersensing noted on stored electrocardiograms. The lead remains in use. No patient complications have been reported as a result of this event.